Event description:
It was reported that a revision surgery was performed due to infection. The insert was exchanged.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Although per the complaint details the cause for revision was infection, the root cause of the infection remains unknown. Should patient specific clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed due to infection.